Event description:
The account alleged that the head hi/low is drifting down slowly. No injury reported.

Manufacturer narrative:
The account replaced the head hi/low down valve to resolve this issue.